Event description:
It was reported that the ipg was approaching near end of life. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-operatively.